Event description:
A customer reported a minimum fill notification issue. There was no reported adverse impact to the customer¿s blood glucose level. Initially, the customer was asked to reload the original insulin cartridge, but this did not resolve the problem. Technical support then guided the customer through the process of filling and loading a new cartridge onto the pump, which successfully resolved the issue, allowing the customer to resume insulin delivery.